Manufacturer narrative:
(B)(4). The lot 13f023 was manufactured between june 5, 2013 ¿ june 12, 2013. A review of all batch record documents for lot 13f023 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One used infusor unit attached to a patient control module was received by the baxter for evaluation. A visual inspection was performed which did not reveal any signs of physical abnormality that could be related to the reported issue. A functional flow rate test was performed which did not reveal any issues. The flow rates were within the product specification range. An attempt to reproduce the reported problem was also performed by connecting the patient control module watch to the infusor unit during the functional test. The product met specification. No additional defects were found during evaluation. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced an overinfusion of medication with the use of an infusor patient control module. The patient was using an infusor with a patient control module for post-operative pain relief following a hip replacement procedure. Spinal anesthesia was used during the procedure. The patient was given long-acting oxycodone (targiniq, 10/5 mg) at 12:45pm, two hours after being moved to recovery. At 1:45pm, they were given paracetamol (perfalgan, 1g, intravenously). The infusor was filled with oxanest (10mg/ml, 100mg), dhbp (2.5mg/ml, 5mg), and nacl 0.9% (38ml). The infusor with patient control module was connected at 1:45pm. The patient was reported to have been using his pain pump and also received an additional dose of pain medication (oxynorm, 3mg 1v) at 6:09pm. At 8:00pm the patient was found to have symptoms of opioid overdose manifested as color gray pale, breathing slowly, and the pupils were points. The pulse oximeter was 77 %, blood pressure of 154/69 and pulse 87. The patient was treated with naloxone (3 amp, intravenously) and transferred to a higher level of care. The on-call anesthesiologist stated that approximately 30-35ml of the solution, corresponding to 60-70mg of oxycodone, was delivered between 2:00-8:00pm. It was reported the patient recovered from the event by the next morning. Additional information was requested but is not available. This is report 2 of 2 for this event.

Manufacturer narrative:
(B)(4). This lot was manufactured january 17, 2013 - january 21, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted. This is the same patient as (B)(4).